Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A sensor output test was performed and the sensor was found to be within specification. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Repoter occupation: rt(r)(vi), chief technologist. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID#: (B)(4).

Event description:
It was reported that upon inserting the intra-aortic balloon (iab), a fiber optic sensor failure occurred. A new iab was inserted to continue therapy without further issue. There was no patient harm or adverse event reported.